Event description:
(B)(4) study. Same case as: MDR ID 2134265-2013-06828. It was reported that post percutaneous coronary intervention, chest pain occurred. In (B)(6) 2013, clinical status assessment identified the subject's qualifying condition as stable angina with silent ischemia. The subject was referred for cardiac catheterization. Target lesion #1 was located in the proximal right coronary artery (rca) with 50% stenosis and was 10 mm long with a reference vessel diameter of 4 mm. Target lesion #1 was treated with pre-dilatation and placement of a 4.00 x 12 mm and a 3.50 x 8 mm study stents with 0% residual stenosis. During the index procedure, target lesion 1 located in proximal rca was treated with pre-dilatation and placement of a 4.00 x 12 mm study stent. Post deployment of the study stent a grade a dissection noted at the distal edge which was intervened with a placement of bail out study device (3.50 x 8 mm). The following day, the subject was discharged on dual antiplatelet therapy. Twenty first day after discharged, episode of oppression within chest pain occurred. No action was taken in response to the event.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).